Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2316-70 serial: (B)(4). Batch: 16178499.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite previous reprogramming attempts. The patient underwent a complete replacement procedure and was doing well post-operatively. Explanted ipg and lead will not be returned.